Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for fm on/in gel, embedded fm in tube, scratched tube, defective printing, ink smear and gel air bubbles with the incident lot was observed. Evaluation of the customer samples was performed and fm on/in gel, embedded fm in tube, scratched tube, defective printing, ink smear and gel air bubbles was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tubes had foreign matter in tube, air bubbles in gel, tubes/extender with molding defects the foreign matter event occurred 26 times. The air bubbles in the gel event occurred 154 times. The tubes/extenders with molding defects even occurred 6 times. The dirty tubes event occurred 278 times. The following information was provided by the initial reporter: ¿fm in gel x20, damaged tube x6, black spot in tube x6, dirty tube x278, air bubbles in gel x154".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tubes had foreign matter in tube, air bubbles in gel, tubes/extender with molding defects the foreign matter event occurred 26 times. The air bubbles in the gel event occurred 154 times. The tubes/extenders with molding defects even occurred 6 times. The dirty tubes event occurred 278 times. The following information was provided by the initial reporter: ¿fm in gel x20, damaged tube x6, black spot in tube x6, dirty tube x278, air bubbles in gel x154."